Event description:
The pt underwent a planned procedure for a cormet hip resurfacing device. In 2009, the pt underwent revision surgery for a periprosthetic femoral neck fracture. Corin has requested further information from site.